Manufacturer narrative:
This report has been identified as b. Braun (B)(4). Three used space pump sets were rec'd for eval. Two open packages returned with the sets indicated the reported lot numbers, 0061317388 and 0061320526, respectively. All three sets were subjected to an air pressure (leakage) test according to specification. On one set, leakage was observed at the sonic weld of the distal ultrasite valve. On the remaining two sets, no leakages were observed from any location on the sets. The DHR record and discrepancy management system database were reviewed for the two reported lot numbers and no nonconformances or abnormalities were noted during in-process or final product inspection. Based on the results of this investigation, a defective conclusive could not be made regarding the cause of the reported events. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot numbers. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: event # 3: reports that the tubing has a crack around the drip chamber and is leaking. Chemo was one of the medications that leaked, but unsure of what kind. Three incidents; two possible lot numbers reported: lot # 0061320526 - mfg: 06/2013 - expiration: 05/31/2018.